Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information from a health care professional (hcp) that this device was unable to be interrogated by a communicator. Boston scientific technical services (ts) was contacted for assistance and discussed possible causes of interrogation difficulties, such as a depleted battery or a device fault. This device remains in service. No adverse patient effects were reported.